Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the light guide lens glue was peeled by physical stress such as hitting or dropping the distal end or chemical stress due to chemical solutions used. Then humidity may have been allowed to go inside the light guide lens and caused corrosion / dirt on the lens. The final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, connecting tube crumpled, crease at the charged coupled device (ccd)lens, liquid leaks due to cutting part of angle rubber, adhesive part of angle rubber broken, forceps angulation out of standards due to damage of forceps elevator wire, connecting tube protector damaged, suction cylinder deformed, up/down knob not fixed well due to deformation of lock engagement lever, liquid leaks due to deformation of forceps lever, and liquid leaks from electrical connector. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope was leaking at the insertion tube. The event occurred during preparation for use, prior to an unknown diagnostic procedure. It was reported that the procedure was completed using similar device with no delay. Upon inspection and testing of the returned device, dirt was found inside the scope light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.